Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. No adverse patient effects were reported. This rv lead remains in service.